Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, during the pre-anesthesia phase, a portion of the sp sheath became stuck in the monopolar curved scissors (mcs) instrument; therefore, the new sheath could not be used because it would not fit into the instrument. The procedure was completed as planned with no reports of patient injury.